Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances that would have contributed to the reported stopcock leak. Further assessment was performed and abbott vascular (av) identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2 additional stopcock devices referenced, are being filed under separate medwatch reports.

Event description:
Unused/sterile devices were returned for leak testing. Analysis of the returned sterile devices noted 3 of the stopcocks leaked during functional testing.